Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b3. Date of event b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative findings by inspection of returned part at zfx-innovation facility: the following devices have been returned: item 1: 1 pc screwdriver (B)(4). Item 2: 1 pc package (B)(4) the devices have been visually inspected and functionally tested. The results/conclusions are: the screwdriver is complied and not broken. The part is full functional. As a possible root cause can be incorrect handling or wrong components at the screwing process. The part has no errors. No corrective action can be determined. The zfx qms and the manufacturing of the zfx products are not affected by this event. The complaint description delivered from the complainant in connection with the investigation results leads against to the first definition to the complaint category as follows: dental : functional: fracture the complaint however is considered as not confirmed, because it is not possible to find an error. The screwdriver has scratches and is used but is fully functional in every respect.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the hexalobular instrument, 28 mm long, fractured at the ball (the tip). Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4).